Event description:
It was reported by the registered nurse (rn) that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine use. The technical service representative (tsr) explained the alarm and the possible causes to the rn. During further follow up with the hp, the hp stated that there were no issues noted with the supplies for that therapy that would cause the alarm. The rn found that the hp was mixing up which bag to connect to which line but it is unknown if this occurred for the reported alarm. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.